Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney did alleged medical consultations and injuries, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni: the patient had unspecified injuries, including consultations with their medical providers. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney did alleged medical consultations and injuries, however, no details have been provided regarding the nature of the injury. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the 510k. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. Ni/ni/ni: the patient had unspecified injuries, including consultations with their medical providers. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia, adhesion thereby underwent laparoscopic repair with the implant of ventralex mesh. Per operative notes, ¿an incision was made in the left upper quadrant. Hernia sac was dissected out. A small ventralex mesh was placed into the preperitoneal space and sutured.¿ (B)(6) 2017 - patient was diagnosed with chronic abdominal pain, adhesion, nerve damage, scar tissue thereby underwent laparoscopic repair with explant of ventralex mesh. Per operative notes, ¿adhesions and scar tissue were taken down. Abdominal wall nerve blocks were performed. Previously placed ventralex mesh was removed. The defect was closed with sutures.¿